Manufacturer narrative:
(B)(4). Manufacturing date 08/22/2016-08/23/2016. The actual device was received for evaluation. The visual inspection revealed the tubing separated from the drip chamber. The reported condition was verified. The cause of the condition was a twist on tubing that cause the separation of components. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube was cracked by the drip chamber of the clearlink system continu-flo solution set. This occurred before patient use. There was no patient involvement. No additional information is available.